Manufacturer narrative:
Unit received with cracked battery tube threads. Unit received with broken reservoir tube lip. Pump received with missing reservoir tube o-ring. Test reservoir does not lock properly inside the reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the ring from the reservoir broke off of the pump. Customer's blood glucose was 176 mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.